Event description:
In 2007, spinal fusion using radius stryker system. Thirty-two days later, return to surgery for instrumentation failure and hardware removal. (Instrumentation failure and resultant kyphosis status post fusion l2-l5).